Event description:
It was reported that the patient underwent a revision surgery as her pain had become more complex. During the surgery, no leads were removed. Two leads were added, and the implantable neurostimulator (ins) was replaced due to the additional leads. Following this impedances read >40000 ohms on electrodes in combination with 0 and 1. All other impedance readings are within the normal range. The impedance issue was on one of the newly implanted leads, and was placed as a peripheral nerve stimulation lead. The extension was wiped down and reinserted it into the ins; this did not resolve the issue. The patient had general anesthesia so no testing other than impedances were available in the operating room. The impedances were resolved post-operatively and were normal. The patient was getting great stimulation and was very happy.

Manufacturer narrative:
(B) (4).